Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 10:00pm. It is not known whether the patient was taking any diabetes medications or made any changes to his diabetes management regimen. The patient claimed he was feeling thirsty, fatigue, and nausea 3 hours prior to the alleged issue. The patient denied receiving any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca was able to verify the patient had used the subject meter before. The alleged issue was not resolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of a serious injury, there is no indication that the reported issue caused or contributed to an adverse event. The patient felt symptomatic prior to the alleged error message an denied receiving medical treatment. However, this complaint is being reported because the alleged error message was not resolved with troubleshooting.

Event description:
The home patient (hp) contacted baxter?s technical service center requesting assistance to restart therapy on the homechoice (hc) during initial (I) drain. The hp stated that he noticed that there was air in the patient line. The technical service representative (tsr) instructed the hp to end the therapy and advised the hp to start over with new supplies. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.